Event description:
The company was notified that the pt was admitted to hospital with meningitis. Advanced bionics is in the process of gathering additional info. Once more info is available, a supplement report will be submitted.